Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent vaginal transection and resection of previously placed rectopexy mesh due to pelvic and abdominal pain and laparoscopy with lysis of adhesions due to abdominal pain on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to pelvic organ prolapse, large enterocele and rectocele which consisted of both a site specific central defect as well as a bilateral paravaginal defect along with concurrent laparoscopic halban culdoplasty and posterior colporrhaphy with posterior and vaginal repair. It was reported that patient underwent mesh revision on (B)(6) 2006 and mesh dual plus biomat was placed. It was reported that patient underwent laparotomy, rectopexy, repair of peritoneocele,enterocele and sigmoidocele with permacol on (B)(6) 2011 due to obstructed defecation with internal rectal prolapse, sigmoidocele, peritoneocele and enterocele. It was reported that patient underwent mesh resection on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.